Event description:
It was reported that during procedure, the system 9800 stopped fluoroscoping and required a reinitialization in order to be operational. The procedure was completed without further incident. There was no adverse patient involvement reported. All reported patient information was recorded in section a above.

Manufacturer narrative:
A ge service representative performed an on site investigation. The radiology tech reported that the system made a popping sound and then went black. It was determined that the xray tube was defective and in need of replacement. Tube replaced. The system was tested and found to be working as intended and placed back into service.